Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/5 of their automated peritoneal dialysis therapy. Per initial report, the home pt received the system error 2240 alarm the previous night and started a new therapy session using the same supplies. No pt injury was indicated at the time of the initial report.